Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('the inflammation would be contained to just the tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), fallopian tube enlargement ("tubes swollen"), pelvic congestion ("pelvic congestion") and uterine enlargement ("enlarged uterus/swollen uterus"). At the time of the report, the salpingitis, fallopian tube enlargement, pelvic congestion and uterine enlargement outcome was unknown. The reporter considered fallopian tube enlargement, pelvic congestion, salpingitis and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('the inflammation would be contained to just the tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), fallopian tube enlargement ("tubes swollen"), pelvic congestion ("pelvic congestion"), uterine enlargement ("enlarged uterus/ swollen uterus"), back pain ("back is out of control") and asthenia ("energy levels are way down"). At the time of the report, the salpingitis, fallopian tube enlargement, pelvic congestion, uterine enlargement, back pain and asthenia outcome was unknown. The reporter considered asthenia, back pain, fallopian tube enlargement, pelvic congestion, salpingitis and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: asthenia, back pain, fallopian tube enlargement, pelvic congestion, salpingitis and uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. Additional events back pain and weakness added. Narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('the inflammation would be contained to just the tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), fallopian tube enlargement ("tubes swollen"), pelvic congestion ("pelvic congestion") and uterine enlargement ("enlarged uterus/ swollen uterus"). At the time of the report, the salpingitis, fallopian tube enlargement, pelvic congestion and uterine enlargement outcome was unknown. The reporter considered fallopian tube enlargement, pelvic congestion, salpingitis and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.